Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. Edwards extensively trains physicians before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Patient/procedural factors may have caused or contributed to this event. However, due to a lack of available information it remains unknown the cause of the reported bleeding. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from support center, the caller explained that while undergoing the tavr procedure with a 23mm sapien 3 ultra valve in aortic position, they were bleeding post procedure internally. The patient underwent a blood transfusion (2 pints) while at the hospital and underwent surgery and a stent was placed to stop the bleeding. It was also mentioned that they became anemic due to the blood loss. However, recent blood tests shows that their hgb is back within normal limits.

Manufacturer narrative:
A supplemental report is being submitted due to additional details received in medical record findings. Updated b4, b5, g3, g6, h2 corrected: h6 clinical code.

Event description:
After a review of the medical records provided, the patient underwent tavr complicated with a retroperitoneal bleed. The patient was treated with a stent and blood transfusion was required. By pod#3 the patient was stable and discharged home.